Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the belt failed incoming testing, specifically the te recognition test. Upon investigation the electrode belt had an internal short between the ECG "a" and ECG "b". The cause of the test failure is the short. The root cause for the short could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported the belt had non-functional therapy electrodes.